Event description:
It was reported to boston scientific on 11/30/2006, a pt death following an aneurysm coiling procedure of the middle cerebral artery (mca). It was reported that the physician "was doing a case of coiling for aneurysm with a broad base (inverted v shaped aneurysm). The pt had already had sah (subarachnoid hemorrhage) two days prior to the procedure. After the deployment of the second coil, the aneurysm started bleeding and (the physician) waited for the bleeding to stop by giving medications. In the mean time, also the surgeons were consulted and their opinion was sought so that he could proceed further and pack the aneurysm so that bleeding stops. Hence (the physician) completed the procedure by deploying another 3 coils so that the aneurysm is packed well so that the bleeding stops. The pt died the next day." It was reported through add'l info that the documented cause of death was "bleeding due to aneurysm rupture" and that the deployment of the first coil was performed without any problem. The physician's response for an assessment of the relationship of the device performance to the event was "none as it has to do with the technique of packing the coils and not the device."

Manufacturer narrative:
The device in question will not be returned to the MFR for evaluation because the device remains implanted. Complaints were opened for each device described in the event. However, the event details do not indicate which of these devices is the 2nd coil; therefore, we made an assumption that the 2nd coil is 397204-sr, pending receipt of add'l info. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.